Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was not adversely impacted. The customer continued to use the pump for insulin therapy.